Event description:
Surgical services supervisor reported that the laser indirect ophthalmoscope laser beams were misdirected and misaligned during a complex indirect laser surgery. It was reported that the patient had clear media and well dilated pupils. It was also reported that flashback occurred: the surgeon reported that a green flash occurred straight in his right eye and a flash on his chest (beam misdirected out of the eye onto his chest). The surgeon felt that the laser indirect ophthalmoscope had a defocused laser light. Additionally, the surgeon was wearing glasses instead of protective goggles and expressed concern that the laser could possibly cause damage to his eyes as it misdirect; however, there was no reported harm to the surgeon. The surgery was completed with no harm to the patient but "it took twice as long as it should have". Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).